Event description:
On the first pass the surgical team thought that the balloon had ruptured on the first catheter. Another 5f catheter was inserted to remove the thrombus. Upon retraction it was noted that the balloon and tip came out with the thrombus unbeknownst to them. Pt was stable. No pt complications reported. A thrombectomy was being performed at the time of the procedure (avf graft/left arm). Adherent clot was noted.

Manufacturer narrative:
H3 & h6: the catheter was returned with the balloon and distal windings pulled off the catheter tip. The proximal windings were attached, but had unravelled. All components, balloon and distal windings had been returned with the catheter. H10: the directions for use (dfu) for the edwards model 120805f fogarty arterial embolectomy catheter cautions that the balloon rupture and tip separation may occur in situations when the recommended pull force is exceeded to remove adherent material.